Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that the cartridge was leaking from the o-ring. Customer's blood glucose was 216 mg/dl. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.